Event description:
On (B)(6) 2014, the reporter contacted animas alleging a short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a review of the pump¿s black box showed multiple replace battery alarms. The battery compartment and returned battery cap were intact. The returned battery cap was able to tighten on to the pump. A constant replace battery alarm was emitted after the verify screen was confirmed. The pump cover was opened and an issue was found with a component on the printed circuit board.